Manufacturer narrative:
(B)(4). Concomitant medical products: ep-200152 ¿ artic bearing ¿ 257440; 650-1055 ¿ ceramic head ¿ 613340; 650-1064 ¿ taper adaptor ¿ 560680; 110010268 ¿ shell ¿ 3899649. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -00383, 0001825034 -2019 -00385, 0001825034 -2019 -00386, 0001825034 -2019 -00389.

Event description:
It was reported that patient underwent hip revision approximately 3 months post implantation for unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.